Event description:
(B)(4). Initial report: this case was reported by a specialist for dermatology and involves a female patient. She had been treated with poly-l-lactic acid (sculptra) in (B)(6) 2005 (batch- no. A4001) and suffered from infiltrations. This is all information received so far. Additional information received on 18-feb-2008 addendum provided by physician (specialist for dermatology): this case refers to a (B)(6) female patient. On (B)(6) 2005, the patient had been treated with poly-l-lactic acid (sculptra, batch-no. A4001, ampoule / s.c. Treatment). Starting on (B)(6) 2006, the patient suffered from infiltrations and bluish swelling of right cheek. No corrective treatment was performed, outcome on date of report: ongoing. Additional information received on 11-mar-2008. Addendum provided by physician: the events were single-sided ("overcompensation") in the area of the cheek. No details concerning the dilution with water / poly-l-lactic acid were known. A corrective treatment with corticosteroid(s) is planned (intralesional). Additional information received on 08-sep-2008. (B)(4): batch record review without hint to root cause; no faults, damages defects detachable; conclusion: no faults detectable.